Event description:
During device follow-up on (B)(6) 2012, when "arrhythmia and therapy history" section in aida was accessed, the programmer screen froze up. The event was reproduced with another programmer.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.